Manufacturer narrative:
No a21 alarm or e21 alarm noted during testing. Device passed the a21 error test, displacement test and self test. Device had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had repeated unexpected restart. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.